Event description:
It was reported that the external pulse generator (epg) may have been oversensing when in use on a patient so evaluation was requested. The epg and cable were returned for service. The patient had an intrinsic heart rate so was not considered to have been at risk.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found. However a fracture was found on the patient cable.